Event description:
The customer questioned high inr comparison results on his coaguchek xs meter with serial number (B)(4). The customer also compared his results to an inratio meter used at the doctor's office. The comparison results from the customer's meter are a reportable malfunction. The customer tested on his meter at 2:11 p.m. With a result of 5.2 inr. The customer re-tested at 2:14 p.m. And the result was 3.7 inr. A different finger was used for each test. No changes were made to the customer's medication based on these results. The customer's therapeutic range is 2.5 - 3.5 inr. No medical treatment was required. No adverse event occurred. The customer is well and is in stable condition. The customer has no hct issues and is not on heparin or other direct thrombin inhibitors. The customer has not had any changes to his diet or medication. The customer has not been ill recently and is not experiencing any abnormal bleeding or bruising. The meter and test strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr; donor 2 inr: 2.0 inr. Donor 1 hct: 45% , donor 2 hct: 50%. Donor 1: retention meter with master lot strips: 2.3 inr, customer meter with customer strips: 2.2 inr. Donor 2: retention meter with master lot strips: 2.0 inr, customer meter with customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 294942) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The complained test strips have been calibrated against the (B)(6) standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.